Event description:
Procedure type: tep hernia. According to the reporter: inflated product in the tep hernia, inserted approx 15 insufflations and balloon burst. Removed balloon and used a new one.

Manufacturer narrative:
(B)(4).